Manufacturer narrative:
Device 2 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient's infusion set was leaking at site on (B)(6) 2024. The blood glucose level of the patient was 12.2mmol. Moreover, the issue occurred with six similar types of infusion sets used for 24 hours. No further information available.